Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results that were generated by the synchron lx I 725 instrument. A patient sample was tested for accu tni and a result of 0.11ng/ml was obtained. The original sample was re-tested for accu tni and the result of 0.82ng/ml was reported out of the lab. The customer re-tested the original sample for accu tni once more and obtained result of 0.20ng/ml. The customer then tested the original sample for accu tni on a different instrument in the customer's lab and obtained 2 results of 0.07ng/ml. A corrected report has been issued. A new sample was collected from the patient on the next day and tested for accu tni. The results were: 2.87ng/ml and 1.70ng/ml. The customer tested the 2nd sample on the different instrument and the results were: 0.06ng/ml and 0.20ng/ml. The result of 0.06ng/ml was reported out of the lab. The customer did not receive any report of patient injury or death that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications prior to and after the event. System check performed before the event was within specifications. The samples were collected in bd, plastic, lithium heparin tubes with gel separators and centrifuged at 3,500 rmp for 10 minutes. A field sevice engineer (fse) was dispatched to the customer lab in 2006. The fse inspected the instrument and discovered noisy incubator belt. The fse replaced the belt and clips. The fse verified repair per established procedures. The fse conducted diagnostic and accu tni precision testing; the results passed within specifications. In a follow-up eight days later, the customer stated that their cq is in specification and they have no problems with patient results. Although the fse addressed hardware issues, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.